Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified slightly higher complaint activity for lot 72196iud01, however, no increase in complaint activity was identified for list number 03p25. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the current issue. In this case the initial false elevated result is likely due to the sample integrity issue observed. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, architect stat high sensitive troponin-I reagent lot 72196iud01 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated on the architect i2000sr analyzer for one patient undergoing myocardial enzyme profile testing. The following data was provided (customer¿s reference range: < 24.2 pg/ml): sid (B)(6): initial troponin-I result = 65.4 pg/ml (higher than the reference range and inconsistent with the expectations for the other cardiac enzyme assays). Repeat troponin-I result = < 1 pg/ml. Upon troubleshooting, the sample was inspected and found to have fibrin in the serum sample. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect stat highly sensitive troponin-I result generated on the architect i2000sr analyzer for one patient undergoing myocardial enzyme profile testing. The following data was provided (customer¿s reference range: < 24.2 pg/ml): sid: (B)(6): initial troponin-I result = 65.4 pg/ml (higher than the reference range and inconsistent with the expectations for the other cardiac enzyme assays). Repeat troponin-I result = < 1 pg/ml. Upon troubleshooting, the sample was inspected and found to have fibrin in the serum sample. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (complete sample ID). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 3p25 that has a similar product distributed in the us, list number: 2r98 (troponin-I stat high sensitivity), with 510k/PMA/bla number: k191595. Complete e1: initial reporter establishment name: (B)(6).